Event description:
It was reported that the patient underwent transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent transplant due to chronic infection. The patient had an incision and drainage (I&d) and intravenous antibiotics to keep the infection under control. The device operated as expected. The onset date or source of the infection was unknown, but the patient came in with a chronic subxiphoid and a driveline infection. An incision and drainage (I&d) with wound vacuum were done on (B)(6) 2025. Cultures showed methicillin-resistant staphylococcus epidermidis (mrse).

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.